Event description:
N/a.

Manufacturer narrative:
Updated field(s): device available for eval? Changed to "no". The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Complete reporter name: (B)(6). Occupation: nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 oth ER text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure message and the inner lumen was clotted. The customer attempted checking a blood return but didn¿t get any back. The getinge representative directed them to remove the fiber optic sensor cable from the console and re-insert it, but the message continued and it displayed ¿source: transducer¿. They wanted to know if an arterial line could be inserted to use as an alternative source. They were told that yes, a radial could be used or the entire catheter could be replaced, but the customer then stated that was not an option because they did not have anymore. There was no patient harm or adverse event reported.